Event description:
It was reported that a novum iq large volume pump was not infusing properly. During the infusion, it was observed that the fentanyl bag was full at the time when it was expected that only 9ml should have been in the fentanyl bag. The volume to be infused (vtbi) was 90ml and the patient only received 25ml out of the entire bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "not infusing properly" was not reproduced. A flow rate test was performed with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6 (add codes), h11. H11: the event history log (ehl) was reviewed which identified fentanyl as a primary infusion at 175mcg/hr a day prior. The pump rate was updated to 20 ml/hr. The reported condition could not be verified during ehl review. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.